Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510 (k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Device report rec'd from synthes (B)(6). Pt in (B)(6) implanted with hardware on (B)(6) 2010 for trochanteric fracture. On (B)(6) 2011 pt complained of pain and x-rays were taken (B)(6) 2011. Pt reported that the nail was slightly deformed. X-rays taken (B)(6) 2011 from several positions gave physician a reason to believe the nail may be broken. Hardware was removed (B)(6) 2011.